Event description:
Additional information was received. The procedure being performed was a posterior cervical fusion. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
H3: the system was serviced in the field, and hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a procedure. It was reported that the system shut down while connected to wall power. The site stated that both screens went black and displayed connection lost. The site rebooted system and continued the case without incident. The site noted that the system was plugged into overhead "boom" system. There was a patient present. Pending impact on patient outcome and if there were any surgical delay.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787,product ID: 9735773, no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple annex g codes were reported. G02002 corresponds to concomitant product battery 9735773 48v s8 svc that comprises the reported event. G02027 corresponds to concomitant product ups 9735787 main cart s8 svc that comprises the reported event. Multiple fdd/annex a codes were reported. A0719 was coded for the system unexpectedly shut down. A0902 was coded for the screens went black. A1102 was coded for the connection was lost message appeared on the screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The return of 9735787 provided the lot number 19040355. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, d14 are applicable to this analysis. The hardware (9735773) was returned and analysis was performed. The battery was tested (48.48v) with a known good ups for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.